Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement. Physician tried to reposition the lead multiple times but could not get it to stick in the atrium. When the lead was explanted, there was tissue ingrowth at the helix that was preventing it from affixing to the cardiac tissue. Should additional information become available, this file will be updated.